Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a recent follow up the battery of this device showed 11% remaining. At a previous follow up in july 2020 the battery had indicated 61% remaining. Premature battery depletion was alleged. A review of the data by technical services (ts) noted that the devices measure of battery usage had increased abnormally and the device was malfunctioning. The device should have enough capacity to support therapy for sixty two days. A replacement was recommended. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.